Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 /13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 10/11/2021. An investigation was conducted on 01/19/2022. A visual inspection was conducted. The delivery device was returned inside the loading device with the seal visible in the loading device window. The white plunger was not depressed and the blue slide lock was not engaged. Signs of clinical use and slight evidence of blood was observed on the loading device. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device . Blood was observed on the delivery device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella has not triggered. Did not open, so could not be used. A new one was used. No harm to patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section- h3 changed to device evaluation anticipated. Internal tw# (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella has not triggered. A replacement device was used to complete the procedure. The hospital did not report any patient effects.